Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed, confirming the clinical observation. The manual shock was aborted by the ICD, as expected, due to the detection of an external short circuit, which might have otherwise damaged the ICD. Based on the information available for analysis, the root cause of the external short circuit was not determinable. Should further relevant information become available, this report will be updated.

Event description:
After an implantation period of approx. 2 months, it was reported that the shock impedance was too high.

Manufacturer narrative:
Device was explanted and returned for analysis. Upon receipt, the lead was found cut 12cm distal to the df4 connector pin into two fragments. Both fragments were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed further cuts into the insulation 48cm proximal to the lead tip. It is reasonable to assume that the observed cuts occurred during the explantation procedure. Besides the cuts, a thorough analysis of the lead fragments did not show any deviations which might have led to the reported out of range shock impedance. The ICD was interrogated. Interrogation could be properly performed and revealed the bos battery status. An amount of three charging cycles was recorded in the devices memory. The memory content of the device as well as the returned data was inspected. The inspection showed that two manual charging cycles on 25-jan-2021 were aborted, as expected, due to the detection of an external short circuit in the shock path, which might have otherwise damaged the ICD. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The header of the ICD was subjected to a thorough inspection. The inspection revealed signs of an electrical arc-over on the ICD antenna inside the header. This indicates a possible external short circuit in the implanted state, which is consistent with the ICD memory data, as mentioned above. The root cause of this external short circuit could be tracked down to a misaligned placement of the antenna during assembly. Despite multiple inspection steps, this misalignment was not identified during manufacturing of this device. As a result of this event, processes have been reviewed and relevant staff has been retrained. In accordance to biotroniks post-market surveillance system this occurrence represents a very rare event. We apologize for any inconvenience that this event might have caused.